Event description:
It was reported that there was air inside the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. When the wds was inserted into the was it was noted that there was an air bubble at the transition point of the core wire. The wds was removed and flushed again. It was again noted that there was an air bubble at the transition point of the core wire. The physician replaced this device with another one of the same size. The procedure was continued with this new device and was successfully completed. The closure device was implanted in the laa of the patient. The patient did well following the procedure and there were no other complications that were reported.